Event description:
It was reported by the patient that the previously working remote monitor was not responding to the start button. The set-up was verified and the power cord was disconnected and reconnected in an attempt to reset but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Corrosion and contamination was found on the printed circuit board assembly. Due to this condition the unit was unable to power up.